Manufacturer narrative:
The cartridge was returned to the manufacture for evaluation. Viscoelastic residues were detected inside the cartridge tube, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed and stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the passing of the iol through the cartridge. The push rod tip deformed the cartridge tube at one side but no crack was detected. ¿cartridge cracked¿ was not verified in the returned simple. Manufacturing records were reviewed and cartridge units were manufactured according to specification. No non-conformances, discrepancies, or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu contains instructions to inspect the rod tip to determine that there are no material deposits or damage. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) the cartridge is not an implanted device. If explanted; give date: na (not applicable) the cartridge is not an implanted device, therefore is not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was being loaded and the cartridge cracked. The doctor thought the iol might have been scratched by the cracked cartridge so the lens was switched out. There was no patient contact.